Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed the presence of foreign material within the air/water cylinder. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the subject device's distal end was manipulated, it would not return to the original position. According to the initial reporter, the unit was locked in the angulated position. Reportedly, this event did not cause any patient harm.